Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was inaccurately displaying the insulin on board (iob) message. Customer's blood glucose was 126-216 mg/dl. Customer did report to have poor vision and upon follow up, bg was at target level (126 mg/dl). Customer reported no further iob issues.